Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that they were charging and they had a warning por and stimulation was too strong. The patient stated they could not get the message to clear and that it may be from a metal detector it went through. The patient had stimulation that was too strong and tried to turn it off with the recharger and was unsuccessful. The patient reported that he had already tried to press the off stimulation key on the recharger and stated it would not work and did not try to sync during troubleshooting. The patient could not describe what he was seeing on the screen. The indication for use was complex regional pain syndrome type I and spinal pain. If additional information is received a follow-up report will be sent.